Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however it was noted that the device was out of calibration. As a result the device was calibrated. It was also noted that the lower case was broken. (B)(4).

Event description:
It was reported that the external pulse generator was pacing at a rate faster than it was set to. The generator was returned for service. This occurred during routine preventative maintenance and it was indicated that there was no patient involvement.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.